Event description:
Alaris pump was set at 9.9 ml for it to be changed in 5 hours and ran out in three hours instead of 5. Charge nurse verified the numbers were entered correctly in pump. No noted patient harm.